Manufacturer narrative:
Trackwise: (B)(4). The device was returned to the factory for evaluation on 03/21/2025. An investigation was conducted on 03/25/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. There were no visual defects observed on the intact heater wire. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device became activated as soon as the reference power supply was turned on. The device failed the pre-cautery test. No excessive smoke was observed when the device self activated. The device remained activated until the power supply was turned off. Based on the returned condition of the device as well as the evaluation results, the reported failures "environmental particulates" was not confirmed, however the reported failure "overheating of device" was confirmed. A manufacturing engineer evaluation was conducted. The complaint device was connected to the complaint lab's hemopro power supply (c-vh- 3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c-vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was toggled to the on position. The vh-4000 hemopro2 tool immediately self-activated. Next, the complaint vh-4000 hemopro2 tool handle was opened to determine the cause of the self-activation. After opening the handle, the toggle was removed from the handle to expose the switch inside the handle. One wire from the bulkhead connector that is normally welded to the normally open (n.o.) Switch terminal was found to be disconnected and not in contact with the n.o. Switch terminal. The wire was instead contacting the normally closed switch terminal, which meant that the electrical energy would go straight from the power supply to the heating element in the jaws and bypass the switch entirely. Examination of the normally open (n.o.) Switch terminal showed an impression on the switch terminal of where the wire had been but there was no evidence on the switch terminal indicating that the wire had melted and fused (welded) into the metal of the switch terminal. Examination of the wire from the bulkhead connector demonstrated minimal signs of melting. Based on the visual evidence, the wire from the bulkhead connector was disconnected from the normally open (n.o.) Switch terminal due to an incomplete welding process between the two materials. The lot#: 3000412789 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures or the analyzed failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Event description:
The hospital reported that during an saphenous vein harvesting procedure, vh-4000 may be over heating. Jaws seemed to have excessive smoking and were red, and hot to the touch when harvester removed from cannula to clean. Self activated, or remaining active was not the issue. Power setting was set at 4. Sound/beeping was heard when toggle pulled back. No issues with power supply reported. Harvester switched to another vh-4000 to complete case. No patient effects or delays. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.